Manufacturer narrative:
The final device was evaluated and the investigation was concluded; the reported issue was confirmed. The device was repaired and returned to use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; there were bent/deformed components. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.